Manufacturer narrative:
(B)(4).

Event description:
It has been reported via a field service report: (B)(4). Symptom: op = on patient. Chirping alarm sound but not constant; not sure was intra-aortic balloon pump (iabp). But switched to second pump and alarm went away. Findings/action taken: unconfirmed. Wanted pump checked out after hearing unfamiliar alarm. Performed functional checks. All alarms working. Returned to service.

Manufacturer narrative:
(B)(4). Teleflex did not receive the device for analysis therefore the reported complaint of "alarm sound but not constant" is not able to be confirmed. The field service engineer could not replicate the issues when servicing the pump. The pump passed functional checkup. The root cause of the reported complaint is undetermined. A device history record was conducted and it did not reveal any manufacturing related issues. Teleflex will continue to monitor.

Event description:
It has been reported via a field service report: (B)(4). Symptom: op = on patient. Chirping - alarm sound but not constant - not sure was intra-aortic balloon pump (iabp). But switched to second pump and alarm went away. Findings/action taken: unconfirmed. Wanted pump checked out after hearing unfamiliar alarm. Performed functional checks - all alarms working - returned to service. Fcn level: 1416, software level: 2.24.